Event description:
The biomedical engineer reported that no sound was coming from the speaker on the bedside monitor (bms). Device was not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that no sound was coming from the speaker on the bedside monitor (bms). Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The device was installed at the customer's facility in 06/2014 and has no history of servicing. A likely cause of the failed speaker is normal wear and tear or hardware damage. Hardware failure could come as a result of physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that there is no sound from the bedside monitor and would like to order repair parts for the speaker. Nihon kohden technical support (tech support) provided them with the part number - 718439. Not in patient use.

Manufacturer narrative:
The biomedical engineer reported that there is no sound from the bedside monitor and would like to order repair parts for the speaker. Nihon kohden technical support (tech support) provided them with the part number - 718439. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.